Manufacturer narrative:
Two pierced/used caps from digoxin were received for investigation. During the investigation, the cap cones were shown to be pierced correctly, and the reagent was wiped off the cone and dried. According to the provided pictures of the digoxin caps, the piercing was sufficient. Based on the data, the root cause was consistent with a blunt piercer and/or a bent or misaligned reagent probe.

Manufacturer narrative:
Clarification: the repeat result of 0.625 ng/ml was not obtained. It was a typo mistake where 0.605 ng/ml was meant instead. The investigation is ongoing.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The calibration was last performed on 10-jun-2025, and it was acceptable. The provided qc recovery was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with online tdm digoxin assay on a cobas pure c 303 analytical unit. Initial result: 0.449 ng/ml. 1st repeat result: 0.592 ng/ml. 2nd repeat result: 0.605 ng/ml. A repeat result of 0.625 ng/ml was also provided. A clarification was requested, but it has not been received yet.